Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, the user¿s complaint of no image was not duplicated. However, there was an e224 communication error on the screen. This is attributed to the shortage in the cable. Incidental observations are device is chipped on rear packing and rear cover label is faded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time as the event was not replicated. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed no patient impact occurred.